Event description:
It was reported that the "tubing (extension) is punctured near clamp."

Manufacturer narrative:
Record review-received one 14f x 24cm silicone double lumen catheter. There is a pin hole in the venous extension tubing approx 1.2cm from the base of the female luer barb. Extension leaks when the catheter is flushed. A review of the MFR records indicated that all device specifications and quality requirements were satisfied. Parts are 100% leak tested prior to shipment. We are unable to determine the cause or factors which contributed to this event.